Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via sales rep to our local affiliate (B)(4). This case involves female (age nos) who received poly-l-lactic acid (sculptra) therapy, 12 days ago (nos) for facial global anti-aging. Relevant medical history included facial and neck skin telangiectasias, heavy smoker with facial photoaging and laster treatment for facial telangiectasias. Concomitant medication was not reported. The pt was treated with poly-l-lactic acid about 12 days ago during a training organized by our sales rep. The health professional, who was the training speaker, injected the drug to the pt in the left nasogenial fold and a hematoma appeared. Afterwards, the color apparently faded around that area. The physician massaged the area and finished the treatment to the rest of the face. The treatment carried out consisted of facial global anti-aging with poly-l-lactic acid injections in the cheeks, nasogenian folds and face outline. It was reported that the pt's physician treated facial telangiectasias with laser. The week after having received the treatment, the pt went to consultation and a colleague of the physician observed the hematoma. The same week, the physician visited the pt and noticed some scabs in the left nasal fold and the caudal fin of the nose. The pt started to have suppuration in that area. Event outcome is ongoing. Reporter's causality: highly probable. Addendum for f/u information received on (B)(6) 2008: (B)(4). Addendum for f/u information received on (B)(6) 2008: pictures of affected area were submitted and are on file with source document. Addendum for follow-up info received on (B)(6) 2008: the pt reported that some days have passed (approx two) and the inflammation under her eye has reduced. A black spot remains in the affected zone. The physician referred her to a plastic surgeon who told her that the affected zone was necrosis, probably due to thrombus. On (B)(6) 2008, the pt went on her third visit to the plastic surgeon. At that time, the injury was still not cured. No further info was reported. Addendum for follow-up info received on (B)(6) 2008: this case has been updated to serious by the physician due to the persistent facial skin lesions. Pt is a (B)(6) female. On (B)(6) 20, during training organized, the physician injected 0.2ml (dilution of 6ml with sterile water) of the product on the upper one-third of nasogenian left furrows. After 15 days, the plastic surgeon notified that the pt was suffering a necrotic process in the left nasal wing and columella as well as a small lesion in the upper back close to the nasio (sic). The physician was informed that the pt was being treated by a plastic surgeon due the sequels. The physician was contacted and reports that the pt was not treated with plastic surgery. The event was treated with antibiotic, amoxicillin +clavulante (augmentine 875) oral route and (B)(4) (cream containing retinol) (sic). The physician thinks that the necrosis could be from a freezing. She thinks that the pt went to ski when she was suffering from a hematoma (although the pt refuses it). Event outcome is recovering. Reporter's causality: probable. Medical report dated (B)(6) 2008: on (B)(6) 2008, the pt came for consultation by referring skin necrosis located in nose after injections with poly-l-lactic acid. Pt stated her nasal skin turned black after injection in left nasogenian zone. She stated in following days after injection, skin scabs appeared. Doctor observed several skin thickenings with skin reddening and necrosis. They were located in the left lateral wall of nose, columella and in the union zone with columella and left nasal wing. Pt received antibiotic treatment and resurfacing ointment. An injury cleaning was performed and recommended daily cure with mupirocina antibiotic ointment (plasimine). On (B)(6) 2008, a progressive improvement was observed with cicatrisation in some zones. On (B)(6) 2008, it was observed a skin ulcer located in union zone with columella and left nasal wing. The rest of injuries did practically cicatrize. Medical report dated (B)(6) 2008: at training session, pt volunteered for poly-l-lactic acid treatment but when product injected on upper side of nasogenian left fold, pt experienced an acute severe pain but physician carried out the treatment. Pt's doctor also attended training and noticed that the outside part of the left nostril was bleeding which was extensive to the lips area, then she requested to stop treatment. Affected area soon became extremely pale, the physician applied massage to area and a half hour later, paleness faded away but bleeding reappeared. Training course was then stopped. Pt's doctor called her days afterwards and pt stated she experienced pain around the injected area which was also swollen with noticeable hematoma. Ten days after, pt went to see physician who diagnosed necrosis at affected area as well as infection. Due to pt's active infection, pt was referred to plastic surgery specialist. Medical reports on file with source document. Additional information received on (B)(6) 2008: clarification received from the affiliate that the training speaker, who injected poly-l-acid to the pt reported the poly-l-lactic acid session was on (B)(6) 2008 and according to the usual pt's physician who was trained at work, the poly-l-lactic acid was on (B)(6) 2008.